Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow up received on 21-apr-2016:follow-up attempts have been completed, with no response to date.

Manufacturer narrative:
Follow up information received on 05-nov-2015: letter to physician returned undeliverable. Company causality comment: this medically confirmed; spontaneous case report refers to a female patient who had an ectopic pregnancy with essure (fallopian tube occlusion insert) in place. This event is listed according to the reference safety information for essure. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. Some of these pregnancies were due to patient non-compliance. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In this particular case, limited information was provided. Nevertheless, considering event's nature a causal relationship with essure cannot be excluded. Based on the available information; there is no relationship between the reported medical events or the lack of efficacy and a quality defect. No further information is expected.

Event description:
This is a spontaneous case report received from a medical doctor in united states on 06-oct-2015. It refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. The physician contacted the company seeking information regarding removal of essure device post placement and recommendations for treatment of ectopic pregnancy with essure in place. Follow up received on 21-oct-2015: ptc investigational result. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) or lack of efficacy is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information; there is no relationship between the reported medical event(s) or the lack of efficacy and a quality defect. Company causality comment: this medically confirmed; spontaneous case report refers to a female patient who had an ectopic pregnancy with essure (fallopian tube occlusion insert) in place. This event is listed according to the reference safety information for essure. Pregnancies (including ectopic pregnancies) have been reported among women with essure micro-inserts in place. Some of these pregnancies were due to patient non-compliance. When pregnancy does occur after essure placement, the relative risk that it will be an ectopic pregnancy is higher than for women who do not have essure in place. In this particular case, limited information was provided. Nevertheless, considering event's nature a causal relationship with essure cannot be excluded. Based on the available information; there is no relationship between the reported medical event(s) or the lack of efficacy and a quality defect. Follow-up information are being sought.